Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with their insulin pump delivery. The customer stated they had been experiencing a high blood glucose reading because they feel like they are not getting enough of their insulin. Blood glucose value was 404 mg/dl at the time of the incident. Troubleshooting was performed but the customer was unable to remove/change the set at the time. The device will not be returned or replaced.